Event description:
It was reported that the patient experienced uncomfortable pain at the spinal cord stimulation implantable pulse generator (ipg) site. It was noted that the ipg was superficial. The patient underwent a revision procedure in which the ipg was repositioned. No additional adverse events were reported. The patient was doing fine postoperatively.